Event description:
Follow up revealed that the patient's issue was resolved with time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg site was discovered to be infected, during a ipg replacement surgery. In turn, the patient's whole scs system was explanted as a precaution, and the patient was treated with IV and oral antibiotics. The patient is currently being monitored in the hospital.